Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: what is the name of the initial procedure? Liver transplant. Could you please confirm if the suture or the needle broke? No, only suture broke. Could you please confirm if it occurred pre-op or intra op? Intra op to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a liver transplant procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture broke. There was an unspecified amount of delay in the surgery. There were no adverse patient consequences reported. No additional information could be provided.

Manufacturer narrative:
(B)(4). Additional information: d4, h4, h6. A manufacturing record evaluation was performed for the finished device lot par645, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Date sent to the FDA: 07/24/2020 additional information: d8, d10, e2, h6 additional h-3 summary: it was reported performance breakage suture. Sixty-five unopened samples of product were returned for analysis. The complaint sample was not received for evaluation. During the visual inspection of thirteen unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed using an instron and the tensile strength force was above the minimum requirement. Per the condition of samples received, no performance - breakage suture was found and the tested samples met the finished goods requirements. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.